Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The distributor provided the following events: the customer reported receiving conflicting results using the fisher-sure-vue hcg stat serum/urine test. A urine sample was collected from the patient and a fisher-sure-vue hcg stat serum/urine test produced a faint positive hcg result after one hour. The test was repeated on the same patient sample twice and both repeat tests produced negative hcg results. The customer was unable to provide an outcome of the patient, including whether the patient was determined to be pregnant. Although requested, no additional information was provided. Troubleshooting was provided and the customer was advised on the importance of reading results at the 3-4 min mark and to not interpret results after the appropriate read time. Additionally, the possibility of non-specific binding was discussed. This event is being conservatively reported due to the potential for false negative hcg results.